Manufacturer narrative:
H3, h6: the returned frame contained a cracked weld, causing the sunburst mechanism to be loose. Otherwise, the unit displayed good geometry/divot error readings with normal verification/tracking. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a defective frame that needs to be replaced. The reported cause of the event was that the issue could be that the frame was bent on one side. No patient was present at the time of the event.